Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Unknown when non-union occurred. (B)(4). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 3/4/2014, expiration date: 01/31/2016, part #: 04.034.452s, lot#: 7615409 (sterile) - 10mm ti cann tibial nail-ex/360mm/rt-sterile. Lot was released to the warehouse on 3/4/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original procedure was completed on (B)(6) 2014 for intramedullary nailing (im) right tibia for gunshot wound. Post-operative up follow up exam revealed a non-union of the right tibia with broken hardware. Patient was revised on (B)(6) 2015 to remove one (1) broken screw, four (4) intact locking screws and one (1) broken nail. Procedure was successfully completed without any surgical delays. All broken fragments were retrieved, patient was revised with plate and screws and outcome of the surgery was "good". This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Implant date corrected from (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.